Event description:
Abnormal discharge of the aicd generator with transvenous leads found on checkup. Pt had no recollection of abnormal discharge of aicd. Pt admitted for elective aicd generator change & testing of leads, possible implant of new system. Aicd tested, sensing leads found to have variable thresholds suggesting a malfunction. Aicd removed. Cardiologist felt pt could be managed medically.

Event description:
Add'l inof rec'd from MFR 2/22/00: the model 7219d was returned to medtronic for analysis and the battery was found to be at normal end of life. Model 6936 was returned for analysis (proximal segment received) and was found to be within spec. Model 6933, was returned for analysis (full lead received) and was found to have a fractured defib conductor at the distal end of the lead. Analysis indicates device performance (model 7919d and model 6936) to be within normal range of operation. Analysis of model 6933 indicates a distal conductor fracture.